Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible excess tensioning lead to suture breaking. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch 1221934-2016-10314

Event description:
The sales rep reported that during a rotator cuff procedure, the white/green suture on two of their 4.5 healix advance with permacord br 3 suture broke while tying the knots once the anchors were implanted. The sales rep stated the surgeon left the anchors in and removed the sutures. The sales rep stated that the surgery called for two anchors in the same bone hole. The sales rep reported that the surgeon completed the procedure with a competitor's device by creating a new bone hole right next the previous created bone hole. The sales rep reported that there were no patient consequences or delays in the case. The sales rep stated that the doctor was fine with the end results. No devices will be returning for evaluation.